Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed. The returned device was tested with multiple scopes and a cv-190 video processor - the reported errors did not occur during testing. The evaluation found the following: missing text prints on front panel. Bottom chassis rusted; inside front panel chassis rusted. Worn out socket slider switch causing intermittent use of high intensity mode. Corrosion inside scope socket. Main power switch noted stuck intermittently. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the errors "e216" and "b30" occurred during a colonoscopy procedure. This report is submitted due to the report of "b30" error. The intended procedure was completed using similar equipment after a 20 minute delay while the patient was moved to a different procedure room. There was no adverse health effect the patient that occurred, attributed to the delay. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and the fact that the phenomena were not reproduced, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·store the equipment at room temperature in the horizontal position in a clean, dry, and stable location. ·before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction." Olympus will continue to monitor the field performance of this device.